Manufacturer narrative:
MDR 9618003-2021-02617 / device 8 of 16. Correction - contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user stated that she was super discouraged. She also stated that she started using the replacement product which was off-center as well and she had used 1.5 boxes of that product so far. The end user reported that openings were off-centered, and she had used almost all of them which had led to leakage. The end user was crying and stated that her depression medication had to be increased. She did experienced leakage at her school as well as her daughter's high school. She ruined her clothes and mattress. The end user continued using the product. No photo is available at this time.